Event description:
It was reported that during an aneurysm treatment procedure, stent migration and dislodgement occurred. The 20mmx10mm aneurysm was located in the non tortuous and non calcified right common iliac artery. The wallgraft 12x30 was advanced and deployed at the aneurysm and upon withdrawal of the delivery system, the wallgraft was "pulled by the nose cone" and moved out of the correct placement. The patient was recommended for another stent placement in one month. The patient condition is reported as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.